Manufacturer narrative:
Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the battery was fully charged and connected to controller. Then, the battery suddenly turned off and could not charged anymore. The patient was doing fine the whole time. The battery was replaced from stock.

Manufacturer narrative:
It was reported that the battery was not providing power to a controller and could not charge any more. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed visual examination but failed functional testing. Functional testing revealed several flags that rendered the battery inoperable. After clearing the flags, the battery was able to discharge but was unable to charge. Upon further inspection, it was observed that a field effect transistor (fet) would prematurely open, preventing the battery from charging. Testing did not reveal a malfunction pertaining to the fet. The most likely root cause of the reported event can be attributed to a faulty main integrated circuit, which was prematurely opening the charging fet. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.